Event description:
During a ptca procedure, the shaft of the maverick2 monorail catheter broke during advancement. The maverick2 monorail catheter was removed without incident and another catheter was used to successfully complete the rpocedure. No pt injuries or complications were rpeorted.